Event description:
It was reported that during a stent placement procedure, a part of the stent allegedly failed to expand completely. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the e-luminexx biliary stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx biliary stent products are identified in common device name and PMA/510k. Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation. No photos were provided for review. Therefore, the reported issue could not be reproduced. No specific difficult anatomy of the intended placement site was reported, and the placement site was pre dilated. The reported insufficient expansion of the stent may be also related to difficulties during deployment and subsequent damage of the delivery system. However, there was no reported damage of the delivery system during or after its use. Based on the information available, the investigation is closed with inconclusive result. A definitive root cause could not be determined based upon the provided information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". (Expiry date: 06/2025).

Event description:
It was reported that during a stent placement procedure, a part of the stent allegedly failed to expand completely. The left side of the biliary tract is severely impaired. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx biliary stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx biliary stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system of the biliary stent was not returned for evaluation. The stent remained implanted. Two images were provided for review which depict a stent placed in the biliary tract; one end of the stent was not expanded. The constricted area of the stent is significantly radiopaque; however, it could not be verified, if any foreign object is preventing the stent to get completely expand. In summary, even though an incomplete expansion is visible on the image, a definite verification of a specific malfunction of the stent or the delivery system was not possible. No specific difficult anatomy of the intended placement site was reported, and the placement site was pre dilated. Based on the information available and evaluation of the provided images, a definite verification of a specific malfunction of the stent or the delivery system was not possible. The investigation of the reported issue is closed with inconclusive result and a definite root cause could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". H10: b5, d4 (expiry date: 06/2025), g3. H11: h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.